Event description:
It was reported that the patient presented in clinic for follow up. Upon review, the atrial lead exhibited over-sensed noise leading to inhibition of pacing. The physician elected to cap the atrial lead and replaced with a new one on (B)(6) 2025. The patient condition was stable.